Event description:
Allegedly, patient was revised due to mom complications: pain; leg length discrepancy. Intraoperatively the cup has "disintegrated" which caused metal shavings and debris. - left.

Manufacturer narrative:
This is the same event as 3010536692-2015-00796, -00797, -00799.